Event description:
The customer reported via phone call that the customer received the bolus timed out error message four times on the insulin pump. The customer was advised that if the bolus was not started within 30 seconds then the insulin pump would show an alert of "bolus not delivered." The customer's blood glucose was 10.8 mmol/l. The customer declined a replacement insulin pump at the time of the call. The customer declined troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.